Manufacturer narrative:
(B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - (B)(4) 2015 a medtronic representative, following-up at the site, checked out the navigation system and covered a surgery the same morning. The navigation system was fully functional and the medtronic representative was unable to replicate any issues. The medtronic representative trained the site on emitter placement and potential sources of interference. - no parts have been received by manufacturer for analysis. No parts were replaced. - no further issues have been reported.

Event description:
A site biomed representative reported receiving a report from a site registered nurse (rn) that while in an ear, nose & throat (ent) procedure 4 days earlier, their navigation system monitors were flickering to black status. The biomed representative was unable to specify if the issue was occurring on both navigation system monitors or just one monitor. Also, the biomed representative was unable to confirm if a "no input" was visible or not. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.